Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported during a reprogramming session, diagnostic testing revealed high impedance readings on several of the patient's lead contacts. In addition, effective stimulation could not be established on the remaining contacts. X-rays revealed the patient's leads had migrated to the left. However, the patient's pain pattern is on the right. As such, the patient underwent surgical intervention where the leads were explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.